Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited intermittent atrial undersensing. The device would be reprogrammed at the next follow up, in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.